Event description:
It was reported that before use on patient, cs100 intra-aortic balloon pump (iabp) helium machine was decreasing fast. There was no patient involvement.

Manufacturer narrative:
Due to character limitation, below field are added from e1- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h3,h6(type of investigation,investigation findings,investigation conclusions,component codes),h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse found that the o-ring seal was damaged. The fse replaced the o-ring. The iabp can be used normally and was ready for use.